Event description:
It was reported by the md the clip was being used during a breast biopsy. It was reported two images were noted on the films (taken to check placement). The introducer sleeve of the ultem tube was sheared off and remains in the pt. The surgeon reviewed the steps of use and stated they had been followed.